Manufacturer narrative:
The results of the jjpi applied research group evaluation are as follows. Non-destructive and visual evaluation was performed on the 86-8041 pfcunicondylar tibial insert. The ultra-high molecular weight polyethylene insert showed pitting and delamination wear on the articulating surface. There were no apparent material or manufacturing defects were evident. Jjpi considers this file closed.

Event description:
Postoperatively the pt experienced swelling, and one episode of hemarthrosis. Arthroscopy noted polywear with pitting and delamination. Several shards of polyethylene were free in the joint and attached to the synovium. The device remains implanted in the pt, with no plans for revision.